Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was broken and leaked. This was observed prior to use at the hospital. The device contained flucloxacillin (flucil) 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: during the compounding site¿s analysis of the returned sample, the leak was found to be compounding related; therefore, the large volume infusor did not contribute to the leak malfunction. Should additional relevant information become available, a supplemental report will be submitted.